Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins) via a manufacturer¿s representative (rep). It was reported that there was a pocket infection. No environmental factors contributed to the issue. No diagnostics were performed. The device was explanted and disposed of by the hospital. The device was explanted on (B)(6) 2020. The issue was resolved.